Event description:
The customer reported to olympus that the colonovideoscope had wear of the bending section. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to insufficient cleaning, the air/water tube and cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: switch1 had a pinhole; air/water and suction cylinders had no color; right/left knob, up/down knob, objective lens and grip were shaved; scope connector cover unit and switch box were scratched; due to deformation of electrical connector guide pin, water tightness was lost and the electrical connector had corrosion due water leakage; label on suction connector was damaged; due to a pinhole on the distal sheath, water tightness was lost; due to a crack on the probe cover, insulation resistance value at distal end did not meet the standard value; due to wear of the angle wire, play of up/down knob was out of the standard value; light guide bundle had breakage; light guide lens was cracked and chipped; connecting tube was buckling and the universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1: reporter "hospital consulting cittadella", no specific contact person was identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.